Event description:
It was reported that the bottom "jaw" of the instrument was broken at the point where the pin holds the instrument together. The instrument was used in the surgery. No patient complications were reported.

Manufacturer narrative:
(B) (4). The instrument was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the lower jaw of the instrument is completely broken off. The broken jaw was returned for the analysis, however, the pin is missing. The upper jaw appears to be bent. It appears that excessive force was applied to the instrument which may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.